Manufacturer narrative:
The complaint sample was returned for evaluation and the reported event was confirmed. A process review was completed and no discrepancies were found. The device shows signs of dull cutting surfaces from end of life. Manual instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation is required. Complaint information provided by zimmer biomet.

Event description:
It was reported that the reamer was found to be dull during a procedure. No adverse events were reported as a result of this malfunction.